Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that event is due to a user workflow issue. Not a software issue. Field support engineer called in to report when the loaner system arrived wednesday may 28th, the x-stage cover, door slides, and docking pins were all damaged on the system. System should have been checked and recalibrated after shipping. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: medtronic representative went to the site to test the imaging system and at the end of the planned maintenance (pm) found the right tracker was inaccurate and performed tracker calibration and verification for 20 cm and 40 cm. Performed system checkout. System was functioning as intended b01, c10, d02, g02008 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding alleged inaccuracy that upon the systems arrival the right tracker was inaccurate on the system. No patient was present at the time of event.

Manufacturer narrative:
Updated section b5 and section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stating that "the imaging system was not crated properly. This caused the right-side tracker to be off by more than 2mm. We did calibrate it before it was used in cases."